Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited code 1005, which is indicative of an open circuit condition during shock delivery. A high out of range shock impedance measurement of greater than 125 ohms was also noted. Surgical intervention was performed and the right ventricular (rv) lead was observed to not be properly inserted into the header of the crt-d. The crt-d and rv lead were reconnected and remain in service. All other parameters were acceptable afterwards. The crt-d remains implanted and in service. No additional adverse patient effects were reported.